Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. The access total bhcg reagent was not returned for evaluation. The elevated access total bhcg results as reported by the customer were confirmed to be generated from one specific reagent pack. The specific reagent pack has malfunctioned as non-reproducible elevated access bhcg results were obtained when utilizing this pack. The assignable cause of the malfunction could not be determined with the information provided. All associated mdrs for this event: MDR 2122870-2015-00664; MDR 2122870-2015-00665. (B)(4).

Event description:
The customer reported obtaining erroneously high human chorionic gonadotropin (access total bhcg) results on the access 2 immunoassay system (serial number (B)(4)). The customer identified a specific access total bhcg reagent pack (serial number (B)(4)) as contributing to the erroneous elevated results. On (B)(6) 2015, the customer analyzed two male samples utilizing the suspected access total bhcg reagent pack on the same access 2 immunoassay system to evaluate the specific reagent pack and obtained higher than expected results. Two male specimens were analyzed on the same access 2 immunoassay system, utilizing another access total bhcg reagent pack (serial number (B)(4)) of the same lot number and results within the normal reference range were obtained. On (B)(6) 2015, the customer ran a 49 year old female sample utilizing the same suspected access total bhcg reagent pack (serial number (B)(4)) on the same access 2 immunoassay system and obtained a non-reproducible elevated result. The same female sample was then repeated using another access total bhcg reagent pack (serial number (B)(4)) on the same access 2 immunoassay system and lower results were obtained. MDR 2122870-2015-00664 will address the access total bhcg results obtained on (B)(6) 2015. The initial results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Access total bhcg calibration was passing assay specifications. Quality control (qc) data were not provided. System checks have been passing instrument specifications. The customer did not provide sample handling information such as collection device and centrifugation conditions. No sample integrity issues were reported.